Manufacturer narrative:
Possible, off center ablation; fluctuating acuity, right eye. Clinical development manager reported that the equipment condition is good and there is no other issues noted during the surgery. The physician is experienced.

Manufacturer narrative:
Doctor expressed concern issue was related to iris registration. The patient was retreated which corrected the decentered ablation issue and now has a good visual outcome. The patient's uncorrected visual acuity is 20/20. Placeholder.

Event description:
On (B)(6) 2011, the patient received customvue lasik surgery under topical anesthesia. After the operation, the corneal wound healed well and showed no abnormality. Over 1 year of follow-up, visual acuity of right eye has fluctuated between 0.3 to 0.5, and the aperture vision can reach 0.6. On (B)(6) 2011, right eye (od), visual acuity (va), far 0.5 / near 0.4, mr: +0.75d / -0.50d × 150 corrected to 0.8. (Axial direction of 150 approximately 165), corneal thickness: 420 microns. Left eye (os): 1.5/0.7. On (B)(6) 2012, od: va: 0.5-3, +0.75/-0.75*175 corrected to 0.6-, aperture va: 0.7. Intraocular pressure (iop), 12 mmhg. Corneal thickness: 437 microns. Present considerations: decentered ablation in the right eye.